Event description:
Information received regarding the explanted device notes that the device was in back-up mode. An attempted software download was unsuccessful. Therefore, the device was replaced. There were no consequences to the patient.